Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had stopped charging their ipg as recommended, rendering the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Event description:
Additional information revealed that the patient has effective therapy.